Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control downloaded the electronic records from the device for review and determined that the cause of the reported issue was that its ac power adapter was not communicating properly with the device which prevented it from powering on. Physio-control then tested the device with a second ac power adapter and confirmed normal operation. After observing proper device operation through functional and performance testing the unit was then returned to the customer for use. The customer advised that the ac power adapter which caused the reported issue has been permanently removed from service. The customer also advised that it will not returned to physio-control for additional analysis. As a result, further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was patient use associated with the reported event. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response was received.